Event description:
The customer reported that the system was making a noise and would not display a live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power line was restrapped. The system was then found to ne operating as intended.